Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing the therapy cannot be obtained message. The rep ran impedances and 0, 1, 3, 4 were 40,000. The rep was able to program around the impedances and get coverage. The patient works landscaping and yard maintenance which may have contributed to the issue. The rep stated there was no falls. The issue was reported to be resolved. No symptoms or further complications were reported.